Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that she changed the battery and received a battery error. The device was rested for five minutes and the frozen display continued . No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.